Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the supply bag was not connected to the homechoice and that there was solution on the floor. The patient was connected at the time of the event. The patient did not notice it before and does not remember disconnecting the bag. The technical service representative advised the patient and care giver to contact us when they were having a problem so that we could troubleshoot. The care giver would start over with new supplies for tonight's therapy. The technical service representative advised the care giver to make sure the bag is connected properly and all the frangibles are broken during the set up. The care giver stated the solution bags sit on a table during therapy and that they did not notice anything wrong with the supplies during set up. The care giver stated the patient continued therapy without any problems on the cycler. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.